Manufacturer narrative:
Evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record and sample test from this lot could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Tip breakage of this device can occur if the tip comes into contact with a hard surface. Although the information provided indicated this observation was made prior to use, we can advise that breakage of the bipolar tip and curve in the catheter can occur if the distal end of the endoscope is deflected more than 15 degrees. The instructions for use for this product line caution the user that using the device in this position can cause damage to the tip, as observed. Prior to distribution, all bipolar coagulation probes are subjected to a visual inspection for missing or cracked tips. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure, the physician used a cook quicksilver bipolar coagulation probe. After advancing the probe through the endoscope, they noticed the white probe tip had detached. The missing section was not located in the patient. The location of the missing probe tip is unknown. Another quicksilver bipolar coagulation probe was used to complete the procedure. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation. No adverse patient outcomes occurred.